Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04537. It was reported that removal difficulties occurred. The target lesion was located in the right common femoral artery. After placing a 300cm, 8cm poly tip v-18¿ control wire¿, a 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for angioplasty. However, during the procedure, the balloon catheter became stuck on the wire. Both devices were removed together and the procedure was completed. No patient complications were reported and the patient's status was fine.